Manufacturer narrative:
Additional information was received: no patient involvement, no patient injury., corrected data: health effects - health impact corrected.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a non-OEM top case and a damaged bottom case seal. During functional testing, an accuracy test and verification of the position reading of both qc slugs were performed. The reported issue was not duplicated as the accuracy test and verification of the position reading of both qc slugs showed no problem was found. The device infused as intended. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited incorrect dosage delivered. No adverse patient effects were reported by the customer.